Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated that while troubleshooting a call service alarm and attempting to reboot, the pump did not power on with multiple batteries changes from different packages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/15/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power on resets. No damage was found to the battery compartment or battery cap. The pump powers on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. The reported complaint was verified in history but not duplicated during investigation.